Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient requested to keep it.

Event description:
Removed broken implant on (B)(6) 2016. Gamma nail broke at insertion hole of the lag screw. Required surgeon to revise the fracture. Used bone graft and synthes (inserted a blade plate from synthes). Patient's family requested the implant.

Manufacturer narrative:
The evaluation revealed the broken long nail to be the primary product. During investigation no material, design or manufacturing related matters were found. The nail was documented as faultless prior to distribution. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically if one or more contributing issues concurrence with each other. In this case it could not be determined whether the implant was suitable for treating the bone fracture; there was no information available if the implant(s) had been placed in suitable manner. Received information about bone grafting could suggest a significant impairment in the fracture site and / or that insufficient bone healing was suspected for the future. Further, there was no information regarding potential patient diseases resp. Potential medication. As no post-operative weight bearing instructions were noted it could not be determined if the patient had been compliant resp. If the surgeon¿s instructions were appropriate. From technical point of view a more precise statement was not possible. A medical review was not possible due to outstanding medical records. The file will be closed formally. In case further relevant information or the implant itself becomes available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
Removed broken implant on (B)(6) 2016. Gamma nail broke at insertion hole of the lag screw. Required surgeon to revise the fracture. Used bone graft and synthes (inserted a blade plate from synthes). Patient's family requested the implant.